Event description:
It was reported that a pt underwent a myomectomy procedure on (b)(6 010 and suture was used. During the procedure, the needle broke in the uterine muscle and was not found by the surgeon.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for eval. The needles were inspected and tested for strength. There were no signs of manufacturing or material defects found. Conclusion: no device failure defected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.